Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 12-oct-2022. [Additional information]: on 12-oct-2022, additional information was received. The information indicated that it is unknown if an adequate flush had been maintained through the device. The embovac catheter had not been advanced nor withdrawn against resistance; no resistance was reported. No resistance was experienced at any point while using the embovac catheter. Excessive force had not been applied to the device. Information related to the current status of the patient could not be obtained. Information related to whether another procedure is planned for a later date could not be obtained. The patient was not symptomatic. The patient¿s hospitalization was not prolonged due to the reported issue. There was no blood flow restriction / reduction as a result of the incomplete thrombus removal. It is not known if the patient was placed on antiplatelet therapy. There was no clinically significant delay in the procedure as a result of the reported event. E.1: initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 19-sep-2022. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 12-oct-2022. [Additional information]: on 07-nov-2022, additional information was received. The information is the ev verification material submitted by the cerenovus sales representative with the following comment, "I have received the contrast image from the customer. I checked all the way through, but there was no image in which the aspiration catheter preceded the mc." The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a thrombectomy procedure targeting a right internal carotid (ic) occlusion in an 88-year-old female patient with a history of severe arteriosclerosis, a 9f optimo guiding catheter (tokai medical) was placed in the internal carotid artery (ica). After setting up a phenom¿ 27 microcatheter (medtronic) and a chikai black 14 guidewire (asahi-intecc) in the complaint device, a 132cm embovac 71 aspiration catheter (ic71132ca / 30594715) outside the patient¿s body, the devices were induced in the 9f optimo¿ balloon guide catheter (tokai medical). The embovac did not go up on the way (likely preceded by suction catheter) so the phenom 27 microcatheter and a 4mm x 40mm solitaire¿ stent (medtronic) was deployed. Aspiration was performed, but aspiration was insufficiently stopped. The thrombus was thought to be ¿biting¿ and the thrombus was removed together. As a result, a hole was found about 5 cm from the tip of the embovac, from which the phenom 27 microcatheter came out. After that, the suction catheter was changed to another device, a react¿ 71 catheter (medtronic) and about two passes were made, but the thrombus was unable to be completely removed; the procedure was terminated with a thrombolysis in cerebral infarction (tici) score of 2. There was no post-operative haemorrhage noted. There was no report of any patient adverse event or complication. On 12-oct-2022, additional information was received. The information indicated that it is unknown if an adequate flush had been maintained through the device. The embovac catheter had not been advanced nor withdrawn against resistance; no resistance was reported. No resistance was experienced at any point while using the embovac catheter. Excessive force had not been applied to the device. Information related to the current status of the patient could not be obtained. Information related to whether another procedure is planned for a later date could not be obtained. The patient was not symptomatic. The patient¿s hospitalization was not prolonged due to the reported issue. There was no blood flow restriction / reduction as a result of the incomplete thrombus removal. It is not known if the patient was placed on antiplatelet therapy. There was no clinically significant delay in the procedure as a result of the reported event. On 07-nov-2022, additional information was received. The information is the ev verification material submitted by the cerenovus sales representative with the following comment, ¿I have received the contrast image from the customer. I checked all the way through, but there was no image in which the aspiration catheter preceded the mc." The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 132cm embovac 71 aspiration catheter was received contained in the decontamination pouch. Visual inspection was performed. The presence of the hydrophilic coating was confirmed. One (1) compressed area was observed at 18cm; this was measured from the distal end of the device. The braided mesh was observed to have a hole; this was found at 6.50cm measured from the distal end of the device. The inner diameter (ID) and outer diameter (od) of the embovac aspiration catheter were checked and confirmed to be within specifications. The complaint device underwent further inspection under the microscope. Under magnification, it was observed that the area around the hole on the braided mesh is deformed. The appearance of the catheter in this area suggests that the wire was displaced, indicating that the embovac was punctured by another device. The complaint detailed that the embovac did not go up on the way, but further details as to how this issue occurred were not provided as it was also indicated that the catheter was not advanced or retrieved against resistance; however, there may have some difficulty experienced when the phenom 27 microcatheter was introduced into the complaint embovac; this damage appears to have been made by the chikai black 14 guidewire. Complaint history for the embovac product family found no similar conditions on returned devices. The issue reported in the complaint was confirmed. Factors not described in the information provided, such as patient¿s anatomy, device manipulation, and operator¿s technique, may have contributed to the issue encountered rather than the device's manufacture. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. The compressed condition found on the device appears to have been made by a fingertip. This may appear during the device removal since this condition was not originally reported in the complaint. A review of manufacturing documentation associated with this lot (30594715) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) contains the following precaution: ¿ exercise care in handling the embovac catheter to reduce the chance of accidental damage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure targeting a right internal carotid (ic) occlusion in an 88-year-old female patient with a history of severe arteriosclerosis, a 9f optimo guiding catheter (tokai medical) was placed in the internal carotid artery (ica). After setting up a phenom¿ 27 microcatheter (medtronic) and a chikai black 14 guidewire (asahi-intecc) in the complaint device, a 132cm embovac 71 aspiration catheter (ic71132ca / 30594715) outside the patient¿s body, the devices were induced in the 9f optimo¿ balloon guide catheter (tokai medical). The embovac did not go up on the way (likely preceded by suction catheter) so the phenom 27 microcatheter and a 4mm x 40mm solitaire¿ stent (medtronic) was deployed. Aspiration was performed, but aspiration was insufficiently stopped. The thrombus was thought to be ¿biting¿ and the thrombus was removed together. As a result, a hole was found about 5 cm from the tip of the embovac, from which the phenom 27 microcatheter came out. After that, the suction catheter was changed to another device, a react¿ 71 catheter (medtronic) and about two passes were made, but the thrombus was unable to be completely removed; the procedure was terminated with a thrombolysis in cerebral infarction (tici) score of 2. There was no post-operative haemorrhage noted. There was no report of any patient adverse event or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. The initial reporter first name, phone and email address are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30594715) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.